Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-01341. It was reported that insufficient stent apposition occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified distal right coronary artery (rca). After crossing the lesion with a non-bsc guide wire together with a 6f mach 1 guide catheter, a 3.00x16mm promus element plus stent was deployed. Post-ivus was performed, however it was observed that the stent was not apposed completely. A 12mm x 3.00mm nc quantum apex balloon catheter was advanced for post-dilatation and the balloon was initially inflated at 14 atmospheres. On the second inflation at 16 atmospheres, the balloon ruptured. There was no kink and resistance encountered during post-dilatation. The balloon was completely removed from the patient. No patient complications were reported and the patient's status was good.